Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedures of a burch colposuspension, paravaginal repair, bilateral salpingo-oophorectomy, and suprapubic tube placement during mesh implantation. It was reported that the patient underwent elective outpatient colonoscopy on (B)(6) 2006. The patient underwent mess trimming in 2008 or 2009 due to pain. It was reported that the patient underwent anterior and posterior colporrhaphy, enterocele repair with mesh excision and lysis of adhesions on (B)(6) 2010 due to symptomatic pelvic relaxation and mesh erosion on (B)(6) 2010. (B)(4) - symptomatic pelvic relaxation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.